Event description:
Patient called to report a product issue regarding her CPAP device. Patient stated she filed a claim back in (B)(6) with philips regarding the recalled device and was told she would receive a replacement within 1 year. Patient stated she received a letter from philips on (B)(6) 2022 stating that she now has two options, one being a financial offer of (B)(6), or the other being to continue with replacement and will require a prescription.